Manufacturer narrative:
(B)(4)

Event description:
It was reported that a ventilator generated an &#49225;r supply loss&#55318;isual alert. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer replaced the air/gas barrier filter and the ventilator worked properly.

Event description:
It was reported that a ventilator generated an audible and visual air supply loss alarm.